Manufacturer narrative:
Date sent: 10/2/2007. Infro anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the clips would not hold after placing. The defective clips were removed. Another similar device was used to complete the case. No pt consequence reported.